Manufacturer narrative:
Analysis of the returned biopsy needle found damage. The nylon screw broke off in the biopsy needle stop. The threaded hole did not go through to the center of the stop, which caused the screw to be over tightened and subsequently break. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: 9934068957. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, a piece of the biopsy needle broke off when tightening the stop. It was noted that the stop became stuck on the needle and that pressure was applied to free the tightener, resulting in the reported issue. A second needle was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.